Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, software version: unknown, product type, software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump system for non-malignant pain. The pump was used to deliver unknown morphine. Dose and concentration information was not reported. It was reported that the patient had been having difficulties connecting to their pump for boluses for the past three days due to an inability to progress past the "connecting screen". Per the patient, "it won't connect until I turn it off". The patient had closed and reopened the myptm application and restarted the handset. It was noted that, during the call to patient services, the patient had significant difficulties navigating the handset. The patient's screen suddenly went black after successfully bolusing. Technical services assisted the patient in closing all of the applications again and the issue was resolved. The patient planned to monitor the issue and callback for assistance as needed.